Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and chronic low back pain. Power on reset (por) was reported and patient's therapy stopped due to por. On the date of the call, when patient got up and tried to turn on his stimulator, it wouldn't turn on and he saw por on both the patient programmer and ins recharger. Emi that could be relate to the issue was security gates/theft detectors. Troubleshooting was performed during the call; por was cleared on the programmer. The issue was resolved. No further complications were reported.